Event description:
Pt was undergoing a procedure for biventricular pacemaker placement. During placement of a coronary sinus lead, the tip of the tear-away sheath remained over the lead after removal of the sheath. It was determined by fluoroscopy that the small oval radiopaque marker tip remained in the coronary sinus after the rv lead was placed.